Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported a peritoneal dialysis (pd) patient's cassettes are leaking during treatment. It was reported at intake that there was no change of health status to the patient or that any medical intervention was required. It was also reported the patient was able to complete treatment. Additional information was requested but to date, has not been provided.

Manufacturer narrative:
Additional information: concomitant medical products, device evaluated by MFR, adverse event problem. Plant investigation: three cases of companion samples were returned to the manufacturer for evaluation. The samples were visually inspected and were found within specifications, as no pinholes or damages were found. In addition, a functional test was performed to four companion samples with the cycler machine and during the test, no leaks were detected. The test was completed successfully. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications.